Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with eval results should the device be returned.

Event description:
Received a copy of customer's medwatch from FDA which states "an alaris pump module 8100 was used to infuse propofol when changing the IV tubing and bottle of propofol at 0630 pt got a bolus of medication. The tubing was hooked up and connected to the pt and kept at the same settings. Pump was started. Subsequently, the rn noted the pt's bp dropped to 70 diastolic and pt was very somnolent. Also noted that half the bottle was empty (already infused). The roller clamp was immediately closed. Pt given 40 mcg bolus of phenylephrine twice and placed on a phenylephrine drip. Bp increased to 120 within 5 minutes. The pump module was examined and it was noted that the piece that covers the IV tubing against the module rollers was broken and not providing pressure against the rollers; therefore, the medication was freely infused. The hinge that holds this piece against the roller surface was broken. Although requested, no further pt or event info has been provided by the customer.